Event description:
It was reported that patient presented to emergency room, upon evaluation it was found that patient's atrial lead was dislodged. It was also noted that the patient experienced atrial fibrillation. The lead was explanted and replaced. There were no patient consequences.